Event description:
Customer reported system is displaying a communication error and is slow to boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the 5v power supply voltage. System operates as intended.